Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference number (B)(4).

Event description:
On (B)(6) 2025, a 79-year-old male patient underwent arterial thrombectomy using inari devices. The patient had a preexisting stent in the right superficial artery. The patient¿s clot age was estimated at seven days, and the occlusion was in the patient¿s right superficial artery. Upon completion of the thrombectomy, a balloon was inserted into the artix thin-walled sheath (artix sheath) for post-thrombectomy angioplasty. A lot of tension was noted upon initially deploying the artix sheath. While the physician was ballooning, the physician pulled back on the artix sheath and the sheath unraveled and collapsed on the inflated balloon. This prevented the balloon from deflating and was subsequently stuck within the sheath. The physician performed an arterial cutdown and was able to successfully remove both the artix sheath and balloon.

Event description:
On (B)(6) 2025, a 79-year-old male patient underwent arterial thrombectomy using inari devices. The patient had a preexisting stent in the right superficial artery. The patient¿s clot age was estimated at seven days, and the occlusion was in the patient¿s right superficial artery. Upon completion of the thrombectomy, a balloon was inserted into the artix thin-walled sheath (artix sheath) for post-thrombectomy angioplasty. A lot of tension was noted upon initially deploying the artix sheath. While the physician was ballooning, the physician pulled back on the artix sheath and the sheath unraveled and collapsed on the inflated balloon. This prevented the balloon from deflating and was subsequently stuck within the sheath. The physician performed an arterial cutdown and was able to successfully remove both the artix sheath and balloon.

Manufacturer narrative:
The device was returned to the manufacturer and investigated. Visual inspection of the artix-thin walled sheath (artix sheath) confirmed the sheath shaft had separated in two different locations. The separations exposed the inner coil. Delamination proximal to the break was also observed. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. Investigation concluded the device separated likely as a result of excessive force used to advance/retract the device against resistance. The device labeling includes the following warning statement: "avoid using excessive force to advance the artix sheath against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." Manufacturer reference number: (B)(4).